Event description:
Reporter indicated a vns pt was noted to be at 60 minutes off time upon interrogation. The pt was reprogrammed to the correct settings without incident. There were no adverse events reported as a result of the pt being at a 60 minutes off time. The flashcard has been requested for analysis.